Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements and noisy signals due to a safety switch. Technical services (ts) was consulted to review electrograms (egms) due to concerns of noisy signals resetting timing cycles and determined that noise was present after a safety switch was triggered, with impedance measurements also spiking. Ts confirmed that noise could reset timing cycles and potentially inhibit pacing. Ts recommended a split lead configuration of bipolar sensing and unipolar pacing, and no adverse patient effects were reported. This rv lead remains in service.